Manufacturer narrative:
Insulin pump received a failed self test alarm during self test due to faulty connector radio frequency board. Unable to perform test blood glucose meter due to failed self test alarm. Device received with minor scratched display window. Device received with cracked battery tube threads. Device received with cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump has crashed three times in a day and it alarmed four failed radio frequency programmable integrated circuit failed self test alarms. Customer's blood glucose was over 150 mg/dl. Customer stated that the alarms occurred during the rewind prime sequence. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.